Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. The pc over ip (pcoip) client was returned to the manufacturer for analysis. Analysis found that the client was tested and the logs indicated two software caused reboots and was set to "auto negotiation". Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, a manufacturer representative noticed that the camera cart was cycling with the pc over ip (pcoip) error screen. The site was able to proceed with the case using the navigation system. There was no reported impact to patient outcome and there was no reported surgical delay.